Manufacturer narrative:
Product event summary: analysis found that the device powered up with an error. As a result, software was reloaded. It was also noted that the system fan was noisy.

Event description:
It was reported that the programmer displayed a fatal error when powered on. The service diskette was attempted but did not clear the error. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l programmer rf (radio-frequency) head; 2290 pacing system analyzer. (B)(4).